Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "broken instrument." No additional information was provided.

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could not be confirmed as device was not returned and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "broken instrument." No additional information was provided.

Manufacturer narrative:
Corrections: please refer to section d9/h3 the device was returned and h6 (methods, results and conclusion codes). The reported event could be confirmed as device was returned and matches to the alleged event. The returned guidewire handle was visually inspected, revealing that it is broken at the assembly section of the adjustment wheel. A close examination of the breakage surface indicates that the break is brittle, as we don¿t see any plastic deformation, which may have been caused by the application of high torsional force during the wheel assembly, as the adjustment wheel is stuck in the broken fragment. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation root cause can be pertained to user related as the breakage happened at the assembly section of adjustment wheel indicating to application of high torsional force. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "broken instrument." No additional information was provided.